Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the therapy electrodes. The area was described as open, itchy rash. The patient's doctor recommended an anti-fungal ointment. The patient indicated that she had a nickel allergy. During a follow up, the patient reported that the rash had improved.